Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when they first needed to recharge the ins, coupling was only two coupling boxes, and implant site was swollen. The patient reported that swelling diminished and coupling went up to 4 to 6 coupling boxes, but the ins would not fully charge, "only enough to turn the stimulator on". The patient reported that the from a full charge to depleted takes approximately 24 hrs and that the "ins has been off more than it has been on", and is currently off. The patient reported that a manufacturer representative was notified of the 2 coupling boxes when recharging on (B)(6) 2017. No additional symptoms, and no additional complications were reported for this event.